Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 1888tc competitor implantable pacing lead. (B)(4).

Event description:
It was reported that there was increased rv (right ventricular) impedance. The lead was cut and replaced. No patient complications have been reported as a result of this event.